Event description:
It was reported that the pt was having pain so the surgeon revised.

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. When completed, the evaluation summary will be submitted in a supplemental report.